Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb charging cable and wall adapter which resulted in the battery fully depleting and the pump shutting down. The pump was able to charge successfully and turn on with an alternate usb cable and an alternate wall adapter. Blood glucose level was approximately 200 mg/dl.